Manufacturer narrative:
The product has been requested for investigation and a follow up report will be submitted once results are available.

Event description:
Customer reports that his precision qid meter was displaying a blank screen and he was unable to test. He reports being seen by a local health care facility and diagnosed with diabetic ketoacidosis. The customer states he was treated with glyburide and metformin for this event. There was no report of death or permanent impairment associated with this event.